Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Concomitant medical products: 693558 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. It was also reported the crt-d was close to eroding through the patient's skin. The crt-d was explanted and a replacement device was placed submuscular. No further patient complications have been reported as a result of this event.